Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the downloaded log file; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6) ). The reported event of the controller being unable to switch into sleep mode appropriately was confirmed via analysis of the downloaded log file and testing of the returned system controller. The log file contained approximately 4 days of data ((B)(6) 2020, (B)(6) 2021, and (B)(6) 2000 per the timestamp). Throughout the log file, the bus voltage on the white power cable was observed to stay high when the cable was disconnected to perform power source exchanges; the bus voltage should drop to approximately 0 v when the cable is disconnected. The relative state of charge (rsoc) voltage appropriately dropped to approximately 0 v when the white cable was disconnected throughout the log file. A backup battery fault alarm activated on (B)(6) 2020 at 19:37:02 due to a backup battery load test failure. The alarm cleared at 19:55:00 due to another load test being performed and the backup battery passing. The load test initially failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage and due to the unloaded voltage being below the appropriate threshold. The power cables were disconnected on (B)(6) 2020 at 19:47:03; however, a no external power alarm was not active as the bus voltage on the white power cable did not drop to 0 v. The driveline was disconnected on (B)(6) 2020 at 19:48:07. The disconnection of both power cables and the driveline is consistent with the controller being exchanged. The driveline was not reconnected to the controller throughout the remainder of the log file. At 20:44:30 on (B)(6) 2020, both power cables were disconnected and the bus voltage on the white cable was observed to gradually decrease until eventually reaching approximately 0 v at 4:15:23 on (B)(6) 2020; this is consistent with the provided information that the backup battery was allowed to deplete in order to turn off the controller since the controller could not be put into sleep mode manually. The remainder of the log file captured multiple reconnections and disconnections to the power module; the controller operated in charge mode during these events. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller was connected to a mock circulatory loop and run for an extended period of time without any issues or atypical alarms produced. Multiple attempts to put the controller into sleep mode by disconnecting external power and the driveline and holding the battery button were made; however, the controller could not be put into sleep mode, reproducing the reported event. The controller was powered off by disconnecting the backup battery. Circuit analysis performed on the system controller¿s main printed circuit board (pcb) revealed a compromised component associated with the white power cable bus voltage circuitry that resulted in the output voltage remaining high when the power cable was disconnected instead of dropping to 0 v as expected. The compromised component was replaced. After replacing the compromised component, the issue was resolved as the output voltage appropriately dropped to 0 v when the white power cable was disconnected. The root cause of the backup battery fault alarms could not be conclusively determined through this analysis. The controller being unable to switch into sleep mode appropriately was determined to be due to a compromised component on the main pcb; however, the root cause of the component not functioning appropriately could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 09oct2019. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault, power cable disconnect, and controller fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables and the system controller backup battery. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the system controller backup battery, and inspecting the system controller power cable connectors for dirt, grease, or damage. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient performed a controller exchange at home due to a yellow wrench ebb fault alarm. The controller continued to have a hazard alarm following the exchange, the patient was not able to put the controller into sleep mode. Eventually the ebb ran out of power on the exchanged controller. The patient went to the clinic the following morning to have the controller assessed. When the controller was plugged in, it read "charging" when the controller was unplugged it did not go into sleep mode. The controller read "replace power" with a yellows diamond alarm. The patient was reported to be stable and had no associated adverse events. No additional information was provided.